Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a planned bronchoalveolar lavage (bal) procedure, a black rubber fragment suspected to have originated from the maj-210 slit rubber was observed among the aspirated material collected in the aspiration collection tube. Upon discovery of the fragment, concern was raised regarding the possibility that device material may have entered the patient¿s airway. The physician performed an airway inspection during the procedure to assess for potential residual fragments. Although it could not be definitively confirmed whether the fragment had entered the patient, the physician¿s concern regarding possible retained material prompted a search of the airway. No residual fragment was identified, and the physician ultimately concluded that no fragments remained in the patient¿s body. No symptoms, complications, or adverse clinical consequences were reported.